Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2009, pt reported that her infusion site dressing and infusion headset became detached from her skin while swimming and showering. Pt states her infusion sets were secured in place with a dressing on top and underneath (sandwich method). Pt reports she has gone through several site changes due to this problem. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No suspect product was requested; product was replaced.